Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, there were episodes of ventricular fibrillation (vf) recorded due to noise on the right ventricular (rv) lead. The day following the procedure, the device was interrogated and there was an over-current detection (ocd) alert noted due to low high voltage lead impedance (hvli) on the rv lead. The rv lead was explanted and replaced, and the patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The reported event of low defibrillation impedance was confirmed. Visual examination found an internal insulation abrasion breaching the right ventricular cable lumen underneath the superior vena cava shock coil with ethylene tetrafluoroethylene (etfe) coating. One of the right ventricular cables was also abraded. The cause of low defibrillation impedance was due to internal insulation abrasion underneath the superior vena cava shock coil. The reported event of noise was not confirmed. Any other internal shorts and conductor discontinuities were due to procedural damage.